Manufacturer narrative:
The product has not yet been received for evaluation. Review of the complaint database for the previous 24 months indicates that this is the only reported issue of this type on this product code. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. An additional report will be submitted should information become available that impacts the outcome of smiths' investigation. Add'l lot number: 1147039.

Event description:
The reporter stated that there was one instance where the device disconnected at the syringe and the yellow (lab draw) port was coming off. There was no pt injury or treatment associated with this event.